Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, motor error, and off no power. Customer's blood glucose level was 352 mg/dl. The customer was able to rewind. The displacement test passed. The customer was unable to complete troubleshoot due to the no delivery alarm. The customer received a total of 4 no delivery alarms that day. The customer treated her blood glucose level with a bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or unexpected no delivery alarms noted. The insulin pump powered up properly after battery installation and no off no power anomaly or battery out limit alarms noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.